Event description:
A malfunction on the pump was reported by the customer, who called to report malfunction 199 in tandem source. It was confirmed that there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred, which they acknowledged and understood.